Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: address line 1 "(B)(6)". Address line 2 "(B)(6) hospital". H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal and upstream occlusion (uso) seal was worn. Service history review identified that the device has not been serviced within the review period. Functional testing duplicated the customer's reported problem. The investigation determined the cause of the issue was the lower right key was inoperable. The keypad, dso seal and uso seal were all replaced.

Event description:
It was reported that the device's pain button was not working. There was unknown patient involvement. Analysis of the device found that the lower right key was inoperable and the downstream occlusion seal was worn.